Event description:
Bsx: atrial events appear to be falling in blanking/refractory at times possibly triggering atrial tachycardia / atrial fibrillation device classified termination of at/af event in progress. Device appears to be undersensing on atrial lead, possibly leading to intermittent inappropriate atrial pacing. Stj: chronically low r-waves noted. High right ventricular thresholds noted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5152681.